Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverter defibrillator showed shorted output stage detection alert. The device was reprogrammed. The patient was in stable condition. The patient would continue to be monitored.